Event description:
I purchased these hyper recovery blood flow restriction cuffs on amazon. They contained no instructions for use so I had no idea how much to inflate them. They ended up getting stuck on my right arm and my arm and fingers turned completely blue. I was able to have my neighbor remove the cuff but had numbness in my hand for quite awhile after the event. They need instructions and I am pretty knowledgeable in rehabilitation techniques. Listed as "northwood calliger". FDA safety report ID # (B)(4).